Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The inflation issue was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported inflation issue. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery (rca). The 4.0 x 12 mm nc trek balloon catheter was advanced to the target lesion, but during the attempt to inflate the balloon, the balloon would not inflate. Another balloon catheter was used to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.